Manufacturer narrative:
Analysis was able to confirm that the touchscreen was unresponsive. The computing platform was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was unresponsive. The programmer was returned for service. There was no patient involvement.